Event description:
Additional information received indicates that the high capture threshold continued to increase. The physician alleged the cause on the devices header. The device was explanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high impedance and a high capture threshold was observed on the right ventricular (rv) lead. The physician suspected that the set screw wasn't secured properly during initial implant. The physician alleged no malfunction on the rv lead or the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.